Event description:
Complainant alleged that during a routine shift check by a clinician, the device faile to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.